Manufacturer narrative:
All of the buttons functioned properly during testing; however, during visual inspection moisture damage to the keypad was found. There was no moisture damage found on the electronics, motor, battery tube, or vibrator assembly. The unit had a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer also reported that the insulin pump was exposed to moisture. The customer's blood glucose level was 113 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.